Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the medical team identified a body hair within the sterilization package. They discovered this when opening the package. The vizigo sheath was replaced with another one. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-nov-2025, the product investigation was completed based on a received photograph of the complaint device. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j) procedures. According to pictures provided by the customer, a foreign material like a body hair was observed inside the packaging of the vizigo sheath. A device history record review was performed for the finished device 60000651 number, and no internal actions related to the complaint were found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Internal actions been generated to address particulate in the packaging. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-dec-2025, the product investigation was completed. (Additionally, internal review on 12-dec-2025 found that the product receipt of 25-nov-2025 was mistakenly omitted from the previous supplemental report and section d9 has been updated accordingly). It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the medical team identified a body hair within the sterilization package. They discovered this when opening the package. The vizigo sheath was replaced with another one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection was performed. Visual inspection revealed no damage or anomalies on the device. The original packaging was not returned. A device history record review was performed for the finished device 60000651 number, and no internal actions related to the complaint were found during the review. The foreign material condition reported could not be further evaluated, as the device packaging was not returned. The potential cause cannot be determined with the information available. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).